Event description:
It was reported that during lab/demo, one of the tracker clamps was loose and not clamping properly. No patient involved.

Manufacturer narrative:
H10 h6: the reported device, was intended for use for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. A factor that could have contributed to the reported issue is if there was damage to the tracker clamp, caused by wearing out the retaining pin by repeatedly unthreading the thumbscrew into the pin with force. Over time the pin wears until the thumbscrew is able to the threaded past the pin and the tracker clamp is able to be disassembled. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.